Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received watchdog time out alarm and motor error alarm. The customer¿s blood glucose level was 163 mg/dl. The customer also stated that the drive support cap was normal. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery due to loose or protruded drive support disk. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing.